Event description:
It was reported that the patient experienced recurring incontinence 8 months post implant with an artificial urinary sphincter (aus). The aus remains implanted and active and the patient is using diapers.